Manufacturer narrative:
The manufacturing batch lot was provided. A review the device history records relative to the material, assembly, inspection and packaging for the guidewire involved in this incident revealed no anomalies. The device was not received for analysis; therefore no physical analysis of the product could be performed. Based on the information received to date an exact cause for the incident could not definitely be determined. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted.

Event description:
As reported by the distributor; "it was reported that during a standard tavi procedure the safari wire was used and on fluro was in the recommended position for the entire case, deep in the left and upright position. At the end of the case it was noted on tee that there was some moderate mitral regurgitation and it was suspect that the wire had wrapped itself around one of the chordea tendonae and damaged them at some point of the procedure. The balloon during the post bav did rupture and cause the wire to move in a quick erratic motion and perhaps that precipitated this as well. Nothing has been confirmed except that there was no mitral regurgitation at the initial assessment on echo and there was at the final assessment and the only foreign product near the mitral valve was the safari wire". The patient's current health status was reported as "fine, good result".